Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary the vapr2.3mm wedgeshrt 1-pce electrode -ea was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device. The visual inspection and functional test of the device were performed, as a result; device was in used condition. There was a scratch visible on the return shaft and a mark on the heat shrink., the handle, cable and plugs were in good condition. The device continuity of the return circuit was unstable but the device still functioned when activated. Investigation of the device determined a deep scratch on the electrode return tube as detailed in the evaluation report, this scratch potentially could have produced the metal debris which was reported by the end user during the procedure. There were no other anomalies to the structure of the device which could have produced the metal debris described by the end user. It is possible that direct contact with a metal object during the surgical procedure could have caused the scratch to the electrode return shaft and subsequent metal debris, however this cannot be confirmed based on the limited event information received. The exact root cause of the damage to the shaft could not be determined. The overall complaint was confirmed as the observed condition of the vapr2.3mm wedgeshrt 1-pce electrode -ea would contribute to the complained device issue.¿ a manufacturing record evaluation was performed; and no related non-conformances were identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported by the sales rep in austria that during a wrist procedure on (B)(6) 2024, a vapr2.3mm wedgeshrt 1-pce electrode device was used. According to the report, there were metal parts observed in the wrist but were removed successfully. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: b5: subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the event description has been updated accordingly. D4: the lot number and expiration date were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (B)(4). The lot number was unknown. E3: reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in austria that during a wrist procedure on (B)(6) 2024, a vapr2.3mm wedgeshrt 1-pce electrode device was used. According to the report, there were metal parts observed in the wrist. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This complaint involves x (x) devices.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: b5: subsequent follow-up with the customer, additional information was received regarding the event. Therefore, the event description has been updated accordingly.

Event description:
It was reported by the sales rep in austria that during a wrist procedure on (B)(6) 2024, a vapr2.3mm wedgeshrt 1-pce electrode device was used. According to the report, there were metal parts observed in the wrist but were removed successfully from the patient. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. There was no medical intervention required. No additional information was provided.